Manufacturer narrative:
An olympus field service engineer (fse) confirmed the broken grey connector and replaced the defective component. The device was repaired according to specifications and was functioning properly. Software attributes were verified and confirmed. No electrical safety check was required as the covers of the device were not removed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility called and reported that the grey scope connector was broken on an oer-pro endoscope reprocessor. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on legal manufacturer's investigation. The fse replaced grey scope connector, the equipment repaired and verified according to OEM instructions. The device inspection confirms the gray connector was broken in the basin. The investigation determined the suggested event is a defect of the device, no adverse event occurred. The investigation also identifies: the subject device had no repair history in the past year. Abnormal use of the device was not reported. No similar complaint was confirmed from the user on the same defect, the same cause, and the same product. 1 other complaint was confirmed from other facility on the same defect, the same cause, and the same product. DHR review confirms the subject device was shipped in accordance with specifications the cause of the event cannot be conclusively determined. Probable causes for the event include: accumulated stress over time which caused the connector to get loose and/or unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event.